Event description:
It was reported by service report that the fowler arm was not secured to the fowler. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing torx screw, missing fowler bushing.